Event description:
Although the medtronic ave stent is not indicated in use in saphenous vein bypass grafts, a 3.5mm diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a bypass graft. During insertion of the stent delivery system, the tip of the stent caught on the proximal end of the previously deployed stent. It was not possible to cross through the previously implanted stent located proximal to the intended target lesion, therefore, the stent delivery system was removed. Upon removal of the stent delivery system, the guide catheter moved and upon being reinserted, the stent delivery system was pulled into the guide catheter causing the stent to dislodge from the stent delivery system. The stent dislodged in the pt's leg. Attempts to snare the stent were unsuccessful. Consequently, the pt went to surgery for removal of the undeployed stent and was reported to be doing fine post surgery. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.